Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance and no conductivity. A lead fracture was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer and maude event report.